Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: dr80510 pta balloon dilatation catheter allegedly peeled. Another balloon was used to complete the procedure. This information was received from one source. This malfunction did not involve a patient with no patient consequences. The patient was a 71-year-old male who weighed 66 kilograms.

Manufacturer narrative:
H10: the device was returned to bd for evaluation. The investigation identified balloon kink. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11: b5: event, h6 (device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: one device was returned to bd for evaluation for the reported malfunction. The lot number was provided and a lot history review was performed. Seven electronic photos were provided for review. The investigation identified material deformation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.  H10: g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80510 pta balloon dilatation catheter allegedly experienced material deformation and peeled/delaminated. This information was received from one source. This malfunction did not involve a patient. The patient was a 71-year-old male who weighed 66 kilograms.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80510 pta balloon dilatation catheter allegedly peeled. Another balloon was used to complete the procedure. There was no reported patient involvement. This information was received from one source. The patient was a (B)(6) male who weighed (B)(6).